Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Corrected data / additional information: the intraocular lens was received and visually evaluated. The received carton has a handwritten note indicating the following: no patient contact -lens was dropped by surgeon. Therefore, the initially reported explant did not occur with this lens. This event no longer meets the reporting criteria. No further information will be provided under this report number 2648035-2019-01312. Device available for evaluation, returned to manufacturer on: 1/30/2020. Device evaluation: the product was returned to the manufacturing site in the original folding carton and lens case. The received carton has a handwritten note indicating the following: no patient contact -lens was dropped by surgeon. The lens has particle/debris and cosmetic damages that could be associated to a dropped lens. The lens also has areas were there is no traces of viscoelastics or fluids (balanced salt solution tears, etc.)/eye tissue that are expected on an explanted lens. The reason for the alleged explant is unknown/not provided. No further information was provided. Therefore, the complaint issue could not be confirmed to be associated to the lens quality and/or manufacturing process. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the product was not returned to the manufacturing site; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was explanted from the patient's eye. Reason for explant is unknown/not provided. No further information was provided.